Event description:
Reporter tested three times in a row, three separate fingersticks, receiving bg results of 275, 439 and 419 mg/dl. Reporter also stated he was not experiencing any symptoms. Reporter did not have control solution available for testing.